Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The clip could not be released from the jaw of the applier after the clip was applied. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Since the instrument was not returned for evaluation and pictures were not provided we are unable to validate this complaint or determine root cause at this time. All instruments are thoroughly inspected and function tested at time of manufacture. No corrective action required at this time.

Event description:
The clip could not be released from the jaw of the applier after the clip was applied. The patient's condition was reported as fine.